Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient felt relief and would feel even better once they stopped experiencing discomfort from the wires on their back. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with questions regarding medical advice or with questions about their health. Five days later, patient spoke with their hcp and he said their wire might have came loose, but they told the patient not to worry as they will be checked at their follow up appointment on 2018-05-23. No further patient complications have been reported as a result of this event.